Manufacturer narrative:
Claim#:(B)(4).

Event description:
The reporter indicated that a 13.2mm vicm5 13.2 implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2023. Elevated iop was reported. On (B)(6) 2023 the lens was explanted and the problem was resolved. Cause reported as a patient related factor.